Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box lot# 73l1900072 investigation did not show issues related to the complaint. The device has not been returned for investigation.

Event description:
It was reported that on (B)(6) 2020 in (B)(6), the clip fell off from the vessel suddenly after closing which caused much blood leaking. Then hemostasis by vascular suture.